Manufacturer narrative:
Reliability analysis was unable to confirm adhesive anomaly because the sensors were returned as opened/used.

Event description:
The customer reported that the sensors were not sticking or adhering. Customer's blood glucose was 48 mg/dl. Customer treated with snack. Advised the customer how to improve adhesion. Customer will monitor and call back for any issues. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.